Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing with possible t-wave oversensing (twos) which resulted in false tachycardia episodes. It was further reported that the icm experienced occasional undersensed beats. The icm remains in use. No patient complications have been reported as a result of this event.